Event description:
It was reported that the pump exhibited error code 41301 and 40003. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified and duplicated. During investigation, an error code was found on the device as well as multiple times in the event history logs. An inoperable microprocessor unit board was found to be the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: updated h1, type of reportable event from serious injury to malfunction.